Event description:
The customer reported to olympus, there was no air/water flow inside the gastrovideoscope and the scope exhibited leakage. The device was returned and an evaluation revealed a gap at the distal end, between the acoustic lens and ultrasound probe. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The customer error description could be confirmed. Due to wear of grip, water tightness was lost. There were few additional findings. Due to deformation, forceps control lever does not move smoothly. Due to adhesive peeling, forceps elevator knob had a gap. Due to wear of forceps elevator lever, up/down knob could not be locked securely. Switch box was dirty. Switch was deformed and damaged. Scope connector cover was deformed. Switch body and grip had a crack. Air/water cylinder and suction cylinder had discoloration. Switch had corrosion due to water leakage. Control body unit had corrosion due to water leakage. Sheet holder unit had corrosion due to water leakage. Due to damage on connecting tube, insulation resistance value does not meet the standard value. Due to clogging of air/water-tube, no water was fed. Due to clogging of air/water-tube, air supply volume does not meet the standard value. Distal end had a scratch. Due to a crack, objective lens had a snag on it. The nozzle was clogged. Adhesive on bending section cover was detached. Connecting tube had buckling. Due to wear of angle wire, bending angle in down direction does not meet the standard value. Universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. It was confirmed that there was a gap between the acoustic lens and the ultrasound probe but the cause could not be specified. Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.